Event description:
Information was received from a patient (pt) regarding an external device. Patient reported that the controller has not been able to wirelessly connect consistently with their implanted neurostimulator(ins); pt confirmed ins is charged when this happens. "Device not found" appears on controller screen. Pt reported this has happened consistently. It was reported that the controller has not resp onded a few times when they pressed the white button(stim on/off) on top of the controller; pt reset the controller by pulling battery out and putting it back in. Controller responded and returned to normal function after reset. It was also reported that the recharger antenna is getting extremely hot to the touch; pt mentioned the implanted neurostimulator(ins) charges to 80% and then the recharger antenna gets really hot after charging 80%. Pt also mentioned that 9/10 times the "no device found" message will appear on the controller after the pt looks for the ins with the recharge antenna. Pt mentioned the recharger antenna has been getting hot since last fall. The patient's relevant medical history included: lower leg pain and pt has gained 15 pounds; pt will be meeting with healthcare provider (hcp) next week with a manufacturer representative (rep) present to do some adjustments.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure of the no device found message and after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.